Event description:
A vague report was received that a colleague pump had a failure alarm after a pt began deteriorating during an open heart case. This may have occurred near the time of the pt coding. Reportedly, the pump was not able to run and the tubing was not able to be removed from the pump in a timely manner to deliver emergency medication to the pt. Reportedly the pt did not expire, however, no additional clinical info was reported. No incident report was filed at the hosp regarding the occurrence. However the anesthesiologist involved, who was unhappy previously with the general performance with the pump during their recent installation, was extremely upset with the situation and initiated the removal of the pumps from the hosp.